Manufacturer narrative:
Bayer case number: (B)(4) complaint received about the product essure [injury nos] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of injury ("complaint received about the product essure") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced injury (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered injury to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2025: quality safety evaluation of product technical complaint. Patient initials are corrected. 15-may-2025: health authority reference number added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Complaint received about the product essure [injury nos]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of injury ("complaint received about the product essure") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced injury (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered injury to be related to essure administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.